Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Historical performance of the reagent lot was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for lot number. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 185.1 ng/l was generated for a patient (sample ID (B)(4)) from the emergency room. An hour later, the same patient was redrawn (sample ID unknown) and the result was 9.30 ng/l. Sample ID: (B)(4) was then retested with the following results: 17.7, 11.5, 11.4, 10.5 and 12.5 ng/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.